Event description:
A home pt's spouse contacted baxter's technical service center for assistance during drain 1 of the home pt's automated peritoneal dialysis therapy regarding a system error 2240 alarm that was received. Reportedly, the spouse left an unused supply line of the homechoice set unclamped during therapy. Baxter's technical service center assisted the spouse in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident, per the home pt's spouse.

Manufacturer narrative:
Baxter product surveillance has reviewed proper procedures with the home pt's spouse in addition to referring them to their homechoice pt at-home guide for further guidance.